Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.